Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14sep2018. Fse reseated power supply cable connections to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
It was reported that the ventilator was not turning on. There was no patient or user harm reported. The event date was not specified; estimate used.